Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one week of post deployment, the patient had abdominal pain. X ray was performed which revealed a vena cava filter which lying at the l1-l2 level. The vena cava filter was noted in satisfactory position. Around, twelve years and eight months later, computed tomography of abdomen without contrast was performed. The tip of the filter was below the level of the right renal vein. There were struts from the inferior vena cava filter that extended outside the confines of the inferior vena cava. There was one proximal strut which extended into the more proximal aspect of the left renal vein. There was a more anterior strut which extended out 9.8 mm from the medial wall of the inferior vena cava and abuts the abdominal aorta. There was a more anterior strut which extended out of the wall of the inferior vena cava and abuts the duodenum. There was additional strut which extended 1.15 cm out of the posterior wall of the inferior vena cava into what looks like the crura. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. 2210968-2021-11895

Event description:
It was reported through the litigation process that the filter perforated. The current status of the patient is unknown.